Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had frozen and keypad anomalies. The customer¿s blood glucose level was 133 mg/dl. The customer reported that the buttons were doing anything and it's stuck at the medtronic logo. It was reported that they had no response from the button. The customer reported that the screen was not completely blank and no alarms occurred during or after the time that the buttons were not responding. Customer was unable to clear the pump errors and power loss alarm and program pump. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device powered up properly after battery installation. No blank display or stuck on the medtronic logo noted. Device was received with all buttons responding properly. Device passed the self test and the displacement test. Device was monitored and no display anomaly or frozen display noted. (B)(4).